Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. The instrument was found to have a broken grip at the grip base. A piece approximately 0.140" x 0.065 was found to be broken off. The broken piece was not returned. Additionally, the instrument was found to have a frayed grip cable at the idler pulleys.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the force bipolar broke off into the patient. The piece was recovered during the same procedure and completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument functioned as normal, and the surgeon saw a fragment lying in the patient and realized a piece broke off. They retrieved the broken piece, and there had been no additional reoperations.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation and completed failure analysis investigations failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the idler pulleys. Some bundles of the cables were frayed, but the cable is not fully broken. The frayed cable strand stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue.